Manufacturer narrative:
(B)(6).

Event description:
Received info which stated they were unable to establish telemetry with the pt's ins. Several n'visions (programmers) were tried. It was difficult to tell if the stimulator was delivering therapy. A longevity estimate was to be done and possible in replacement. At the time of this report, the decision had not been made. Add'l info has been requested and if received, a f/u report will be sent.